Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milano, italy. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the hospital does not use re-usable blankets, that the h2o2 level is checked daily as per device instruction for use and that the device is stored drained when it is not used. Moreover, a disposable pall-aquasafe water filter with an 0.2m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected as per device instruction for use and the 3t aerosol collection set is replaced after the allowed use period. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and bacillus oceanisediminis. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no patient injury.

Manufacturer narrative:
H10: despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.